Event description:
It was reported that the pump did not start anymore. There was unknown patient involvement. Evaluation of the device discovered a defective downstream occlusion (dso) sensor and defective pwa.

Manufacturer narrative:
Unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing with the occlusion tester, and downloading the event history logs, the pump was found to have a defective downstream occlusion (dso) sensor, damaged dso seal, defective printed wiring assembly (pwa), and scratched lens. The customer problem was duplicated, and the device did not hold patient data. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso seal, pwa, and the lens.